Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that patient experienced a skin reaction on (B)(6) 2016. Skin reaction location was unknown, and described as skin irritated from wearing the sensor. Patient contacted his doctor who advised the patient to contact dexcom. Date of doctor contact is unknown. Additional event or patient information is not available.